Event description:
It was reported that the eleven (11) pump modules had broken sensors in the air in line assembly. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: concomitant med prod data, device available for eval?, returned to manufacturer on, imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the complaint that eleven (11) pump modules had broken sensors in the air in line assembly was confirmed during external inspection. A complete external inspection could not be performed; however, the damaged pump module air in line (ail) sensors were received. The optocoupler (op1) of thirteen (13) ail assemblies were observed to be broken. The thirteen (13) ail assemblies returned by the facility were installed in a known good dchu pump module, the pump module was connected to a dchu pcu and powered on. No errors or failures were recorded during the power on self-test (post). The pump module was programmed to infuse, when opening the door to insert the IV set, the system displayed the channel error code 242.4030 in each ail assembly tested. A log analysis could not be performed as there were no devices or logs returned for investigation. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states that do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. If a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse. There was no information on patient involvement. Root cause: the root cause of the report indicating eleven (11) pump modules had broken sensors in the air in line assembly was due to damage op1 sensors. Inadequate manufacturing procedure (mp) leads the ail op1 infrared/encoder led hitting lvp camshaft encoder flags or motor assembly. As a result, the ail op1 infrared/encoder led would be impacted including solder joint integrity, microcracks or bending. As the lvp devices with these minor defects are used in the field, they will cause system error 242.4030 when the solder joint become open and the op1 infrared/encoder led become flat 180° or fall off (missing). Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the eleven (11) pump modules had broken sensors in the air in line assembly. There was no information on patient involvement.